Event description:
It was reported that when an asymptomatic patient presented in clinic for a device upgrade procedure, prior to the procedure upon device interrogation, variable output rate differences were observed on the device. Device was programmed prior to the procedure as well and no magnets were around the vicinity of the device. Device showed diagnostic issues as well. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and was in the normal range of operation with appropriate remaining longevity.